Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station turned off on its own and was unable to power up. Station went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on. A field service engineer (fse) replaced the power supply and tested with alternate wall outlets, but the issue persisted. Disconnected the auxiliary cabinet and powered on the station successfully, then reconnected drawers sequentially. Identified that closing drawer 1.2 in the main cabinet caused power loss. Inspected cabling and found a burn mark on the pyxis bus cable. Replaced the cable, after which the station powered on and functioned normally, and pharmacy staff verified normal operation. The system functioned as intended after the field service engineer repaired the device.